Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume was too low. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (aps) received on 25aug2024, it was stated that the air flow sensor (solenoid) had been replaced to resolve the issue. The asp confirmed that the device was returned to full functionality and returned to use. The testing used to confirm that the device returned to full functionality was not provided. No replaced parts will be returned to philips for evaluation. The investigation concludes that no further action is required at this time.